Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 37 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that the reservoir amount didn't match the amount of insulin in the reservoir. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.